Event description:
The hcp reported that, the pt has recently started to have diminished effect and at last refill expected reservoir volume was 5 ml; actual reservoir volume was 24 ml. A study was performed and no movement was seen. The hcp was considering checking logs for events and possible add'l troubleshooting.